Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver would not charge and boot up. Functional testing was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the u6 internal resistance was shorted to the ground and would get very hot. The reported event of an overheating receiver was confirmed. The root cause was determined to be a defective u6.